Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the plan was made by the attending surgeon and reviewed by the manufacturer representative prior to the procedure. The clamp was chosen due to clinical indication and surgeon preference. The first registration was accurately achieved on the first attempt. The clamp became unstable after the l4 spinous process fractured. The clamp was then attached to l5 and a second registration was completed. All trajectories were sent and executed. Confirmation shots verified accuracy. The procedure was not delayed over an hour.